Manufacturer narrative:
(B)(4). The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured in 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.

Event description:
A surgeon reported that a memory lens (u940a) iol implanted in the left eye of a patient in 1999 has been explanted and replaced in 2005 due to opacification. During iol exchange, a slight capsule tear with small vitreous twig to wound. Visual acuity reported as 20/60 day 1 post-op. Prognosis is good and patient notes less dimness of vision. Patient is "doing well". No further information is available.